Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 389133, lot# j0235545v, implanted: (B)(6) 2003, product type: lead; product ID 389133, lot# j0301152v, implanted: (B)(6) 2003, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 389133, lot# j0235545v, implanted: (B)(6) 2003, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 389133, lot# j0301152v, implanted: (B)(6) 2003, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had a broken lead and had an x-ray done to provide insight to the issue. The stimulator and lead were scheduled to be replaced in a few weeks following the report. It was noted that the patient had not recovered and the symptoms/issue was ongoing. It was noted that the cause of the event was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that four or five days prior to the report, the patient was turning on the stimulator and increasing the stimulation to where he wanted it like he had done forever. However, all of a sudden, the stimulation shot up and started shocking him really bad. The patient stated that when he was increasing the stimulation, he felt like something had popped. It was noted that it was like the lead had popped or an electrical pulse in the lead and then the stimulation shot straight up, meaning the stimulation suddenly increased. The patient stated that when it popped and increased, it also took out all of the 9 volt battery in the patient programmer. The patient took the 9 volt battery out and put it back in to reset it but it did not work. The patient then put in a new 9 volt battery and was able to turn the stimulation off and then decrease the stimulation. It was further reported that there had been a problem with his ¿wires¿ (leads) coming loose. The patient stated that he felt like there was a wire poking him and it felt like one wire was falling to the left. The patient had an appointment scheduled on the following day to see what was going on with the implant. The patient noted that the implantable neurostimulator (ins) was probably ¿on its last legs¿ because he was told 3-6 years with two leads and with only one lead there was a probability of doubling the life of the ins, which he felt it had. It was further reported that there was a problem when the patient was at the courthouse. The patient was trying to get into the building and the security officer wanted the patient to walk through a security gate. The officer said that the patient¿s device card did not say the patient could not walk through the security gate and that they need better information on them. The patient did not have his patient programmer with him and was allowed in and out of the courthouse with the security turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.